Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.